Manufacturer narrative:
H3: product analysis found visually, the device was returned in a large clear plastic pouch. There was no damage noted in the construction of the device. There were no traces of contamination found on the device. When returned, the clip and the label were intact on the pilot balloon and the harness had tape paper intact. Functionally, a syringe was used to inject 15cc of air into the cuff, and the cuff inflated/deflated with no issues. The inflated cuff was submerged under the water for leak observation and found no leakage. The inflation assembly was also submerged under the water for leak observation and found no leakage. There were no leakage issues found on the returned device. A review of the global complaint data showed two other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cuff leaked air and air leakage was discovered when inflating after intubation. No inflation test was performed before use. The backup endotracheal tube was replaced to complete the surgery. There was no patient impact.